Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping on their own noted. Pump programmed with multiple bolus and delivery properly. No bolus delivery anomaly or bolus stop anomaly noted. The insulin pump was received with normal operating currents. No unexpected failed batt test alarm noted. The insulin pump was pump received with cracked battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.